Manufacturer narrative:
Results of investigation: carefusion was able to duplicate the customer¿s reported issue. The unit was powered on with a known good ac adapter, a known good lung and a known good circuit connected. The unit powered on and boot up with no issues. The unit passed 48.9 hours of extended bench testing at the customer setting, passed the initial alarm volume test, but failed the initial final test with non-conformance at the patient outlet port leak test. The service technician then performed the circuit leak test on the unit and the unit failed displaying ¿failed fs¿. Bench testing revealed the flow sensor and blower module were not seated properly. Carefusion re-seated the flow sensor and blower module to correct the reported issue.

Manufacturer narrative:
(B)(4). Carefusion currently has the device in house but has not completed an evaluation at this time. Once the evaluation is completed, the results of investigation will be submitted in a follow-up medwatch.

Event description:
The customer reported that the patient was placed on the ventilator and the patient's oxygen saturation level decreased. The circuit test was performed and the ventilator failed. Troubleshooting was done as well with no success. The customer reported providing manual ventilation with high flow oxygen and there was no further patient harm or injury.